Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was confirmed to be in good condition after unpacking. During the procedure, the fiber began to fire frontally after 159,000 joules of use. There were no courtesy error messages displayed on the console screen. The fiber was replaced, and a second fiber was used to complete the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing, confirming the reported clinical observation. It is probable that inadvertent heavy tissue contact and a decrease in saline flow contributed to the circumferential fracture. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber was confirmed to be in good condition after unpacking. During the procedure, the fiber began to fire frontally after 159,000 joules of use. There were no courtesy error messages displayed on the console screen. The fiber was replaced, and a second fiber was used to complete the procedure without any clinical consequences to the patient.